Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and failure analysis could not reproduce the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The cut and seal tests were performed and passed. The instrument was fully functional. No product issue was found. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the vessel sealer extend instrument wrist movement was not normal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was reportedly inspected prior to use. The issue occurred when the surgeon was attempting to manipulate instruments with his/her head inside the surgeon side console high resolution stereo viewer. The instrument was moving differently than the surgeon expected and would not seal even though it was fully plugged in/seated well. The movement of the surgeon did not scale appropriately to the instrument. The movement was lesser than intended; however, it moved in the intended direction. There were no collisions/interference observed. The issue was persistent and was resolved with another instrument.